Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.patient was revised to address pain.(B)(4). Examination of the returned devices finds nothing outward to suggest product error. A complaint database search finds one other reported incidents against the provided product and lot combinations since their release for distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to reported event. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned devices finds nothing outward to suggest product error. A complaint database search finds one other reported incidents against the provided product and lot combinations since their release for distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to reported event. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.